Manufacturer narrative:
Product event summary: the 990063-020 achieve mapping catheter with lot 230951752 was returned and analyzed. The tip and loop section were stuck inside the introducer due to tightened torquer. Visual inspection of the loop segment area showed the loop was detached near the electrode one. Visual inspection of the loop segment area showed the loop was damaged near the electrode one, and the inspection also identified broken ECG wire(s) at the same location as the previous damage. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues, and no kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter did not pass the returned product inspection due to a broken/detached loop and broken wires inside the loop segment area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the achieve catheter loop could not be exited from either extremity of the loader, and the catheter loop was blocked in the loader. There was no patient involved.